Manufacturer narrative:
(B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx curved system device was implanted during a total vaginal hysterectomy, anterior-posterior colporrhaphy, obtryx sling insertion and cystoscopy procedure performed on (B)(6) 2010 to treat stress urinary incontinence. On (B)(6) 2016, the patient underwent a vaginal mesh excision, advantage fit sling insertion, and cystoscopy due to vaginal mesh erosion, urethral hypermobility, and decreased force of stream. During the procedure a small area of mesh erosion was noted in the left vaginal fornices. The eroded mesh was excised. Reportedly, the patient tolerated the procedure well. She was transferred to the recovery room in a stable condition.